Event description:
Rptr has developed the following: flus, increased temperatures, upper respiratory infections, hair loss, chronic fatigue, joint pains, problems with left breast, numbness of left arm and legs, ears ring, nervous, lip numbness rheumatoid arthritis, arthritic symptoms, joint swelling, muscle fatigue, swelling fingers/hands, tough skin, red splotches under skin, blisters of hands/feet, breast tenderness, fatigue, swollen glands, general aching, stiffness, and coldness of extremities, weight loss (up and down), implants different size, implants lopsided, labyrinthitis, myalgias, and polymyositis.